Event description:
The patient was undergoing a pacemaker generator change. The existing leads were used. The provider swapped the ventricular leads. The existing leads were greater than 10 years old and the serial numbers were worn out. The model being replaced was an upgraded model, one that had moved the rv lead and lv lead from the current model. The leads were swapped. The patient returned the following day to the ep lab and the leads were swapped back to the correct position.